Event description:
While using enseal trio during procedure, the machine and instrument malfunctioned and it no longer recognized the instrument. A new enseal machine was retrieved and when the device was plugged in, it still would not recognize the instrument. A new instrument was retrieved and used without complications. FDA safety report ID# (B)(4).